Manufacturer narrative:
Device passed displacement test and self test. Pump error 63 alarm and pump error 4 alarm confirmed in the device history due to broken trace on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple insulin pump error alarm. Customer¿s blood glucose level was 185 mg/dl. Customer was unable to clear the alarm. Self test received insulin pump error again. The device will be returned for analysis.